Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study: it was reported that chest pain and restenosis occurred. In (B)(6) 2017, the patient presented with symptoms of chest pain. Fourteen days after, the patient was hospitalized for further evaluation and management. During the hospitalization stay, cardiac catheterization was performed which revealed restenosis of the previously placed 3x16 promus stent in proximal left anterior descending artery, which was deployed on (B)(6) 2018. The restenosis was treated with stent placement in the proximal lad. On the same day, the event was considered recovered/ resolved. On the following day, the patient was discharged home.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2017, a 3x16mm promus premier stent was deployed and not on (B)(6) 2018 as previously reported. A 3.0x15mm non-bsc stent was implanted to treat the restenosis.